Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and white residue was identified inside the tubing. The reported condition was verified. The white residue has previously been identified as fatty acid (likely calcium stearate) calcium carbonate and a small amount carbonyl based material. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was found inside the silicon tubing of a titanium transfer set. This issue was identified after patient use. The patient used the transfer set for six (6) months and it was exchanged with a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.